Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and will not turn on. The customer's blood glucose reading was 132 mg/dl at the time of incident. Troubleshooting found that a low battery alert was not received prior to the off no power alert and the pump also alarmed failed battery test. It was found that the pump passed the self test. The customer was advised that a new replacement battery cap would be sent to them to resolve any issues and to call back if this does not work.